Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure:lumbar spinal fusion pre-op diagnosis: lumbar spinal canal stenosis it was reported that during surgery, when a surgeon tried to place a set screw, its thread got shaved and burr was generated during inserting the set screw with provisional driver. The burr was retrieved. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with set screw misuse due to misalignment of the mas head and set screw threads during construct assembly. The above observations are consistent with misuse due to misalignment of the mas head and set screws, resulting in the foregoing event.